Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was increasing and high lead impedance. It was also reported that the device was interrogated in the clinic and acceptable values were noted. It was further reported that there was high lead impedance resulting in a vibratory alert. During the next follow-up visit acceptable values were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was increasing and high lead impedance. It was also reported that the device was interrogated in the clinic and acceptable values were noted. It was further reported that there was high lead impedance resulting in a vibratory alert. During the next follow-up visit acceptable values were noted. It was further reported that the patient alert triggered during use of blowdryer, 2 hours later it triggered for high impedance. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was increasing and high lead impedance. It was also reported that the device was interrogated in the clinic and acceptable values were noted. No patient complications have been reported as a result of this event.